Manufacturer narrative:
Initial reporter's phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not shock with internal paddles. The patient involved was reported to have not experienced harm or an adverse patient impact. Another device was used to shock the patient.